Event description:
It was reported that technical services (ts) was consulted regarding an atrial tachy response (atr) with suspected noise on the right atrial (ra) lead channel and loss of capture (loc) on the right ventricular (rv) lead channel of this pacemaker system. Upon review, ts noted intermittent noise oversensing on the ra lead channel for what appears to be a non-physiological signal which caused pacing to not being delivered when required. Also in the ra lead channel, it was noted that there was undersensing of intrinsic atrial activity. It was also determined that there could be loc on the rv lead channel. Ts recommended further in clinic review of the pacemaker system. No adverse patient effects were reported. This pacemaker remains in service.

Event description:
It was reported that technical services (ts) was consulted regarding an atrial tachy response (atr) with suspected noise on the right atrial (ra) lead channel and loss of capture (loc) on the right ventricular (rv) lead channel of this pacemaker system. Upon review, ts noted intermittent noise oversensing on the ra lead channel for what appears to be a non-physiological signal which caused pacing to not being delivered when required. Also in the ra lead channel, it was noted that there was undersensing of intrinsic atrial activity. It was also determined that there could be loc on the rv lead channel. Ts recommended further in clinic review of the pacemaker system. Additional information was received indicating that during an in clinic review, rv loc was confirmed. The physician opted to reprogram the rv capture thresholds. No adverse patient effects were reported. This pacemaker remains in service.